Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken spatula tip. The missing piece, measuring approximately 0.082" x 0.144" in size was not returned. This failure was most commonly caused by mishandling/misuse. Additional information not reported by site: the instrument was found to have the plastic proximal clevis broken. Broken piece was missing as a result of breakage. Size of missing piece was approximately 0.092¿ x 0.208¿. This failure was most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a frayed pitch cable at the distal end. Based on the device evaluation results, this MDR is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A review of the instrument log for the permanent cautery spatula (470184-13/101811050 0065) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 8th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient injury as a result of the event, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was removed. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: there was a fragment that fell inside the patient, however, it was retrieved immediately. The procedure was completed with a different da vinci back-up instrument and a delay of 10 minutes. There was no impact to the patient.